Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states wheel gets worn. Due to the weight distribution of the chair, the wheels slide on the floor and don't allow for traction. MDR filed.